Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, eccentric, de novo, 99% stenosis in the mid right coronary artery. Reportedly, pre-dilatation was performed with a 2.5mm nc trek due to heavy calcification. Additional dilatation was performed with a 3.5 x 12mm rx nc trek balloon catheter; however, the balloon ruptured during first inflation at 15 atmospheres. A 3.0 x 12mm nc trek balloon catheter was used to complete pre-dilatation. The procedure was completed after deployment of two xience xpedition stents and post dilatation with a balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.